Event description:
It was reported that the customer's insulin pump had blank display and was not functioning for the second time. The caller mentioned that the customer had diabetes ketoacidosis. The customer experienced nausea and vomiting. The customer was transfer to three different hospitals as customer's glucose level was out of control. The father stated that he wants to troubleshoot the device as customer is autistic. The caller did not feel comfortable and requested a replacement. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. Unable to confirm a blank display, and no anomaly found on the electronic assembly and battery tube assembly. After testing it was concluded that the device operated within specifications.